Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Visual inspection found that the programmers insulator and bottom housing was melted from a burnt circuit. Laboratory analysis confirmed the clinical observation of a burning smell. The insulator, bottom housing, and circuit was successfully replaced and repaired.

Event description:
Boston scientific received information that this programmer smelled like burnt wire when booted up. The programmer will be returned. No adverse patient effects were reported.